Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 1 month post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with another aortic bioprosthetic valve. The reason for the replacement was severe aortic regurgitation. No additional adverse patient effects were reported.